Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed hardware low level failure during self test. The customer¿s blood glucose level was above 400 mg/dl. The customer exit out auto mode. The customer stated that the blood glucose value did not go down after trying to do bolus. The customer treated with manual injection and blood glucose went down. The insulin pump alarmed insulin flow block alarm. The customer stated that the second self test was completed but when it was done it said to rewind the insulin pump even though the reservoir had about 100 units left in reservoir. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.